Manufacturer narrative:
Product analysis #(B)(4): equipment used: vis (m-78210), 203cm ruler (m-83361) as found condition (condition of returned device): an echelon-10 micro catheter was returned for analysis within a shipping box; within a sealed biohazard pouch; within an opened echelon-10 micro catheter inner pouch and within its protective tray. Visual inspection/damage location details: the echelon-10 total length was measured to be ~155.7cm. The echelon-10 useable length was measured to be ~148.0cm which is within specification. Upon visual examination, no issues were found with the echelon-10 hub. No bends or kinks were found with the catheter body. The distal tip appeared to be shaped. The distal tip was found to be damaged (broken) at proximal end of distal marker band but retained by tubing material of catheter. The damage appears to be consistent with damages related to steam shaping. No other anomalies were observed. Testing/analysis (including sem reports): n/a conclusion: based on the device analysis and reported information, the customer¿s report of ¿catheter separation/break¿ was confirmed. The observed damage on the distal tip appears consistent with damages typically associated with steam shaping. In this event, user error likely contributed to the event as the customer reported having steam shaped distal tip prior to noticing the damages. However, the root cause could not be determined. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that after the microcatheter was steam-shaped, a micro guidewire was used to assist in its placement into the aneurysm. However, during the placement process, it was found that the guidewire tip did not protrude from the catheter tip end, but left the catheter behind the marker, and it was suspected that the catheter was ruptured. The microcatheter was immediately withdrawn from the body, and outside the body, it was found that the marker at the tip of the microcatheter was half-separated from the microcatheter body. After replacing another new microcatheter from the same manufacturer and the same lot, the surgery was successfully completed. T here were no symptoms reported. Additional information received that the patient was undergoing surgery for treatment of an intracranial aneurysm. The accessed vessel was the right femoral artery with a diameter of 7 mm. It was reported the catheter was not entrapped/stuck. The catheter was not stuck inside the guide catheter. There was no surgical or medicinal intervention required. The broken location was on the distal section of the catheter. The reported device and any accessory devices were prepared as indicated in the instructions for use (IFU). It was reported that the catheter was flushed as indicated in the IFU. The patient is recovering normally from the procedure. No patient symptoms or further complications were reported as a result of this event. There are no procedural or post procedural images available. To clarify the damage, the catheter tip (distal end) was broken and separated form the catheter body.

Manufacturer narrative:
Cfda report code: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.